Event description:
It was reported that the surgeon was having difficulty loading the micl12.6 implantable collamer lens and was concerned, the lens may have been scratched during manipulation. The lens was inserted and removed without any pt injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was of a reddish surgical on the lens; however, there was no visible damage observed.